Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the heavily calcified, superficial femoral artery (sfa), the 6.0 x 150 mm armada 18 balloon dilatation catheter (bdc) was inflated two times and during the third inflation attempt at 10-11 atmospheres (atm), the balloon ruptured. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.